Event description:
A malfunction occurred with pump displaying malf 16. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to switch to a backup therapy using multiple daily injections (mdi), and a replacement pump was to be shipped as the original pump was still under warranty. Customer was also guided on how to put the pump into storage mode and instructed to return it with a pre-paid label within ten days.